Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed for high impedance using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (device problem code). Evaluation: the customer returned 31 sets of electrode pads from lot 2322. The customer's report was not replicated or confirmed. Sample electrode pads were put through extensive testing without duplicating or observing any abnormalities. The electrode pads were scrapped at zoll medical corporation after testing. Analysis of reports of this type has not identified an increase in trend.